Event description:
Related to MFR report #2183959-2012-00669. In dec of 2008 the pt was implanted with an ams monarc sling. It was reported that the pt experienced injuries, including but not limited to, mesh erosion, hardening, chronic pain, and worsening urination leading to the need for surgery, has suffered and will continue to suffer mental anguish, chronic debilitating pain, and other such damages. On (B)(6) 2009, the pt underwent surgery to excise the "eroding vaginal mesh with closure of the vaginal wall and cystoscopy."

Manufacturer narrative:
Should add'l info become available regarding this event is will be re-evaluated and a f/u report will be sent.